Event description:
It was reported that during an unknown procedure, when firing the device across the superior mesentery artery, the cutting blade advanced prior to the staples. This caused the tissue to separate before the staples could form at the proximal end of the tissue. Distal end some staples had formed. There was no patient consequence.